Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began about a month prior to him contacting lfs. The patient claimed that he obtained blood glucose results of "229, 216, and 219 mg/dl" on the subject meter which he claimed were 80-100 points higher than his doctor's onetouch ultra2 meter. The patient mentioned that the blood glucose tests performed on the subject meter and the doctor's meter were obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of glucose results with a 100 point difference exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that his normal blood glucose range is between 180-240 mg/dl. The patient said that he manages his diabetes with novolog insulin (11 units, 3 times a daily, before each meal) and levemir insulin (10 units before bedtime). The patient denied making any changes to his normal diabetes management due to the alleged issue. The patient reported developing symptoms of "shaking, extreme thirst, loss of appetite, and headaches" which he associated with high blood glucose. The patient stated that the symptoms began around the same time the alleged issue started. The patient said that he scheduled a doctor's appointment for (B)(6) 2012 (around 1 p.m.) In response to the symptoms. The patient stated that he was advised by his doctor to increase his insulin (novolog to 13 units and levemir to 14 units) at during troubleshooting the cca confirmed that the patient was using a correct sample site, correct (good/unexpired) test strips and that the subject meter was set to the correct unit of measurement. The cca also documented that the patient performed a control solution test during troubleshooting that passed. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of acute hyperglycemia. In addition, the patient reported that the subject meter was reading 80-100 points lower compared his doctor's meter and with a 100 point difference the lfs specifications for accuracy comparisons are exceeded.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.